Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device system had audible alarm failure. No patient injury was reported.

Manufacturer narrative:
Customer reported that there was a system audible alarm failure. The device was in good condition with no appearance of any physical damage. Performed occlusion test, primary audible alarm bgnd test. Unable to determine who caused the problem. Replaced speaker for preventive measures. Performed pm maintenance and all functional testing.